Event description:
It was reported that during a lap. Chole procedure the device was leaking around the seal. Another same like device was used to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.